Manufacturer narrative:
Findings:unable to prime unit during prime test due to faulty force sensor (gold). Unable to verify excessive no delivery alarms due to prime anomaly. Unit received with cracked case at display window corners. Unit received with scratched lcd window.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated with the pump. The customer stated that he got 3 or more no delivery a week. The customer stated that this happen over a few reservoir and site changes. The customer stated that they tried all the remedies. The customer was advised that the pump need to be replaced.